Event description:
Caller alleged discrepant inratio results. Results as follows: physiciansdate inratio poc(B)(6) 0.8 -(B)(6) - 2.5therapeutic range: 2.0-3.0.the patient self testers husband reported the inratio result to the physician who did not agree with the result. No dose changes were made. Caller reports holding the monitor in her hand during testing.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for lot #355824 did not uncover any relevant non-conformances. This lot meets release specification. Although a user issue was identified, a root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.